Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. After replacement of the interface (umbilical) cable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The device was returned to the manufacturer for analysis. The device had the following results. Bench level gbit test and 100t tests both pass. Continuity testing fails, in that the lemo pin 4 connector and wire have separated. This wire goes to the yellow side connector, responsible for x-ray indicator light. Mvs interface cable is defective.the device was found to have an electrical based problem. It was discovered that the cable was open (blown) leading to the failure. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a system checkout, that the x-ray indicator for the imaging system were not functional. Initial troubleshooting found that the interface (umbilical) cable needed to be replaced. There was no patient present when this issue was identified.